Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported that pump settings changed on their own. There was no reported impact to blood glucose. Multiple follow-up attempts were made to conduct troubleshooting; however, no response was received.